Event description:
A report was received that the patient was experiencing stimulation on one side due to the patients severe curvature. It was noted that the physician was trying to move the lead to where the patient would have the stimulation on both sides but due to the anatomy the physician could not get it on both sides after several attempts. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 335931, model/catalog description: spectra wavewriter ipg kit. Model number/catalog number: sc-4316, serial number: n/a, batch/lot number: 21420685, model/catalog description: clik anchor. Device evaluation indicated that the ipg, lead and clik anchor passed all tests performed.

Event description:
A report was received that the patient was experiencing stimulation on one side due to the patients severe curvature. It was noted that the physician was trying to move the lead to where the patient would have the stimulation on both sides but due to the anatomy the physician could not get it on both sides after several attempts. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.